Event description:
After an implantation period of approximately 79 months it was reported that the lead was extracted due to undersensing in the ventricular channel. No adverse patient events were reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut 10 cm distal to the df4 connector pin (into 2 segments). All fragments were received for analysis. The visual analysis revealed a deformed rv shock coil, which most likely resulted from the extraction procedure due to tensile stress. However, a thorough analysis of the lead did not show any deviations which might have led to the reported clinical observation. The lead tip did not show any anomalies. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.